Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s current device was not working right at all since implant. The patient reported that the implant had a mind of its own. The patient reported that the implant turned off by itself for 20 minutes and then turned itself back on. The patient also reported that the device shocked them about two weeks after implant and that it scared them. The patient reported that the device was hurting them. The patient shut off the implant and wanted to have their system checked. It was reported that a manufacturer representative became aware of the event on 2017-jun-30. No further complications are anticipated.